Event description:
One day after the catheter was inserted via the right internal jugular vein, the patient who suffered from dementia, removed the catheter and it separated and the distal portion was retained. The retained portion migrated to the inferior vena cava. A basket catheter was utilized to remove the piece of catheter. There were no associated patient complications.